Manufacturer narrative:
The affected device was checked by a dräger service technician and the log files were provided for the investigation at the manufacturer. A full functional test of the ventilator according to manufacturer¿s specification showed no deviation or error. The device has been in use since without further reported issues. Analysis of the log entries confirmed the reboot on the reported date of event at 20:06. The cause for the reboot was a software error which was detected by the device. The exact root cause for the software error could not be determined, however it is considered to be caused by an external influence like electromagnetic interference above the standard emi limits. The device reacted as specified by initiating a reboot to clear the error condition. An audible and visual alarm was generated to alert the user of the status of the device. During the reboot the emergency-breathing valve opens up allowing for spontaneous breathing.

Event description:
It was reported that the device rebooted during hfo ventilation. The user replaced the device. No injury has been reported.